Manufacturer narrative:
Device analysis by manufacturer. The returned device was microscopically and visually inspected. Numerous kinks were found in the sheath and the coil was stretched. Functional testing was performed. There were no abnormal noises or leaks and the device did not run. It was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. A melted ultem is due to the interruption of saline or by insufficient flow of saline inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for an atherectomy procedure in unspecified location of the patient's anatomy. During the procedure, the burr became stuck in the calcium. The physician then removed the burr from the lesion by pulling the entire system back along with the wire. At this point in the procedure, it was decided to complete the procedure with a balloon and stent. The procedure was finished without any patient complications.